Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hot maxx forceps are subjected to a visual inspection to ensure the outer sheath is free of debris and cracks. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook hot maxx biopsy forceps without spike. Prior to making contact with the patient, the physician observed a split in the outer sheath near the handle. This occurred prior to patient contact. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.